Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of damaged lens with the injector the suspected device that caused the damage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
Inventory coordinator reported three (3) intraocular lenses (iols) that were damaged, and did not inject correctly. The injector was exchanged out and "everything was fine after that".